Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 393 mg/dl and it was addressed with boluses. During troubleshooting with tandem's technical support, it was noted that there were air bubbles and that they were primed out. The customer changed all the supplies successfully.